Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, when working on the stomach, while using the device the surgeon experienced a great resistance, according to report of the surgeon the trigger presented more resistance than the stapling was performed and it did present a poor staple formation. The load was replaced by another of the same specifications, but the same resistance was perceived, culminating in the breaking of the stapler. In both reloads, it is possible to notice that the stop gave way and thus the clamps did not reach the satisfactory result in the closing. They replaced both handle and reload and they finished the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that both loading units were partially fired. There were staple pushers visible at the 3cm cut line and 2cm cut line respectively. Microscopic evaluation noted that the loading unit that was pre-fired to the 2cm cut line had damage to the cutting edge of the knife blade. The clamping mechanisms were deformed on both loading units. Functionally the loading units were loaded into a post market vigilance instrument, the interlocks were overridden, and the loading units were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions such as clips are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of clamping mechanism deformed that has no relationship to the reported condition. (Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.